Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed an opening on anterior assessed as surgical damage and observed an opening on patch shell bond edge assessed as an unidentified (tear) opening (shell thickness within spec) particles in valve: not observed. Additional observations: no other observations observed on the device. No further actions are required as the device was implanted.

Event description:
Hcp noted "particles in valve" at explant.

Manufacturer narrative:
A review of the device history record has been / will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. The reason for reoperation is: left rupture of saline device.

Event description:
Healthcare professional reported a left side rupture of a saline device. The device remains implanted.

Event description:
The device has been explanted and replaced.